Manufacturer narrative:
Date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient had high impedances on every contact. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein extensions were explanted and replaced to address the issue.